Event description:
It was reported that a catheter kink occurred. A 27mm lotus edge valve system was advanced quickly through the aortic arch and a kink was then noted on the catheter. A new lotus edge valve system was prepared and implanted successfully. There were no patient complications.